Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the "up" direction did not meet standard value. In addition to the foreign material in the air/water tube and cylinder, the evaluation findings are as follows: due to damage on the suction cylinder, water tightness was lost, the grip had a scratch, the switch box had a scratch, the air/water cylinder had no color, the scope connector case unit was deformed, the plug unit had corrosion due to water leakage, the circuit board unit on the scope connector had corrosion due to water leakage, the scope connector cover unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to damage on the channel tube, water tightness was lost, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, the image guide protector had a cut, the objective lens was shaved, the light guide lens had a crack, the connecting tube was buckling, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the bowden cable on the evis exera iii gastrointestinal videoscope needed to be readjusted. There were no reports of patient harm. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water tube and air/water cylinder had foreign material.